Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and was leaking oil. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during evaluation of the motor device, it was determined that the device had multiple holes in the hose, the red indication line was missing, the rotational speed of the device was below the minimum rotations per minute (rpm), and there was a hole halfway up the hose that was accumulating much of the oil. It was further determined that the device failed pretest for hose verification and muffler tube verification, rotational speed assessment, and oil leak assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.